Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat severely calcified, moderately tortuous lesion in the circumflex (cx) artery (cass #14). The target lesion was pre-dilated. With a 2.75x10mm non-medtronic balloon to 12 atm. The device did pass through a previously placed stent. It was reported that the device was difficult to dilate during stent placement. An inflation pressure of 14 atm was applied when it was determined that there were inflation difficulties. It was also reported that a balloon burst, or leak occurred during stent placement. The burst/leak occurred on the first inflation to 14 atm. The stent was placed and needed to be inflated using another balloon. Post dilation was performed. There was no health damage to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with balloon folds expanded. The stent was not present on the device and did not return for analysis. Blood was visible in the balloon. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, a pin hole was observed on the balloon material, on the distal balloon working length. No other damage evident to the remainder of the device. Additional information: there was 90% stenosis in the mid circumflex (cx) artery. The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. No resistance was noted while advancing the device to the lesion. There was a partial inflation of the balloon. It was later clarified that a balloon leak occurred. The device was moved back and forth slightly during positioning. The stent was placed and needed to be inflated using a 3.0x15mm nc euphora balloon with no issues noted. Post dilation was performed. The same inflation device was successfully used with other devices with no issues. There was no health damage to the patient. Relevant history updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.